Event description:
I am a type 1 diabetic and I have been using a few tandem insulin pumps, the tandem t: slim x2. Ever since I got this pump, I've experienced so many different issues. They've replaced my insulin pump at least 4 or 5 times because it gives me so many problems and my blood sugar reaches dangerous levels. And their answer, every time it fails, is they will send a replacement. Not a brand new one, they send a refurbished one that again gives me so many problems. I am so tired and worn out from the constant issues and it is so frustrating especially when this device is supposed to make my life easier, but all it does is make me go crazy. If they would be able to actually supplement me with a brand-new pump, that would be one thing, but all they offer are refurnished pumps. It is so stressful and expensive. Each time it doesn't work correctly, they want me to fill up with new insulin which only costs my insurance company more money than necessary. And insulin isn't cheap. All I want now is a formal complaint and hopefully a real effort to investigate the many issues and complaints against them. They shouldn't be allowed to remain in business, especially since they put patients' lives in danger. Please take a serious look at this company. Thank you. Pt code: 1905. Device code: 2588. Reference reports: mw5185925, mw5185927, mw5185928.